Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had loss of therapy which occurred over the weekend. On the day of report, it was indicated that the therapy was not on and the patient was instructed to turn therapy on and patient reported felt stim in correct area. An urgency symptom was noted. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.